Manufacturer narrative:
The following fields have been updated due to additional information: describe event or problem: it was reported with the use of the bd micro-fine¿ syringe there was an issue with the stopper appearing to be dry rotted and air bubbles when drawing insulin. Brand name: bd micro-fine¿ syringe. Medical device catalog#: 8465. Medical device lot #: 1a914 e. Medical device expiration date: 01/31/1996. Unique identifier (UDI) #: n/a. PMA / 510(k)#: n/a. Device manufacture date: 01/01/1991. Investigation: the customer returned expired syringe product from a pre-sap lot number (1a914 e) and cat #8465, therefore unable to perform evaluation on old product information. Customer returned seven (7) 28g x 12.7mm, 0.5ml bd insulin syringes in an opened polybag from lot 1a914 e. Consumer called in initially for assistance on expiration date of syringes that were given to her. Stated the stopper appeared "dry rotted" and when she draws insulin, there are air bubbles. The returned samples were examined, and it was observed that the plastic components (especially the plunger) appeared orange due to the extensive aging (oxidation). As per manufacturing: the syringe samples from lot 1a914 e were manufactured in 1991 (28 years old). The shelf life for bd insulin syringe product is 5 years, therefore, the product received for this complaint is expired, and the alleged issues cannot be confirmed. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 1a914 e was manufactured in 1991 (28 years since batch creation date), thus the DHR for this lot number is no longer available.

Event description:
It was reported with the use of the bd micro-fine¿ syringe there was an issue with the stopper appearing to be dry rotted and air bubbles when drawing insulin.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported with the use of the unspecified bd micro-fine¿ syringe there was an issue with the stopper appearing to be dry rotted and air bubbles when drawing insulin.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd micro-fine¿ syringe there was an issue with the stopper appearing to be dry rotted and air bubbles when drawing insulin.